Event description:
Patient's grandmother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced intermittent vibration. Pediatric patient is using adult device against user guide recommendations. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint could not be confirmed and a definitive root cause could not be determined. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.